Event description:
User facility reported that the capiox oxygenator demonstrated poor gas transfer approximately ten minutes into a bypass procedure. The oxygenator was changed out (replaced) and the surgery was completed without further incident. It has been reported that the patient did not suffer injuries as a result of this incident.